Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change and fill tubing procedure for the insulin cartridge, fluid was observed dripping from the connector/pump area around 80 units, consistent with a device leak involving the reservoir component; the user replaced the supplies and successfully completed the change without further issues, and blood glucose was not affected. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and review and analysis of information provided. Investigation of this case revealed evidence of leakage attributable to a seal-related issue, characterized as a leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.